Manufacturer narrative:
Patient diagnosed with bilateral capsular contracture, baker grade IV. Devices removed and replaced with identical devices.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade IV. This report is for the right-side device.